Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one week post cardiac resynchronization therapy (crt) implant, the patient developed a serious rejection reaction. Bacterial cultivation of the yellow fluid inside the patient's pocket found no bacterium. A rejection reaction between the patient's skin and the left ventricular lead was suspected.